Event description:
User reported that the safety measure of pump intervention did not trigger when the volume was below the sensor. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Investigation did not identify damage to the sensor, but found evidence of dried liquid stain. It is suspected that the sensor was exposed to liquid ingres, causing it to malfunction and dried prior to the investigation. The sensor was disposed of to prevent further use.